Event description:
The customer questioned ion selective electrode (ise) patient results which include sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) generated due to low anion gaps on their dxc 600i clinical chemistry system. The customer reported low anion gaps that were inconsistent when compared between different analyzers. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for eleven (11) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).